Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the cannula is detached. Customer's blood glucose was unknown at the time of the incident. Customer also states that the cannula is not on the set, causing the set to move. Troubleshooting was performed. Infusion set will be returned for analysis.